Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #(B)(4).

Event description:
It was reported that a patient underwent cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium where hemostatic valve dysfunction occurred. When carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was used, a small amount of blood leaked from the side of the hemostatic valve. The product was not changed because it was a small amount. The procedure was continued as-is. The procedure was ended normally. The procedure was completed without patient's consequence. There was no report of medical intervention or extended hospitalization. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Should more information becomes available in the future; the reportability decision will be reassessed.

Manufacturer narrative:
It was reported that a patient underwent cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium where hemostatic valve dysfunction occurred. When carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was used, a small amount of blood leaked from the side of the hemostatic valve. The product was not changed because it was a small amount. The procedure was continued as-is. The procedure was ended normally. The procedure was completed without patient's consequence. Device evaluation details: on (B)(6) 2020, the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. Initial visual analysis found no damage or anomalies. The hemostatic valve was inspected and it was found in good condition. Blood residues were found at the hemostatic valve area, however, no damage or evidence of inadequate use was observed. The device was connected to the cool flow pump in order to verify if the hemostatic valve leaked, however, no leakage was observed. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath. Always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. A device history record evaluation was performed for the finished device 1279 number, and no internal action related to the complaint was found during the review. The product experience complaint cannot be confirmed. The root cause of the valve leakage cannot be determined. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).